Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated that they had been ¿having problems going to the bathroom, its been backing up, and I have to wait and wait until I go when it feels like my stomach is full of water¿. The issue had been happening for the ¿last couple of weeks¿ and they had tried ¿a different program but it didn¿t work¿. Additional information received on (B)(6) 2014 reported that the patient¿s concerns were resolved as the patient received assistance on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0b7vc, implanted: (B)(6) 2013, product type: lead. (B)(4).